Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of seven (7) years, four (4) months due to halt with aortic stenosis. The patient initially presented with dyspnea on minimal exertion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of seven (7) years, seven (7) months due to halt with severe aortic stenosis. The patient initially presented with dyspnea on minimal exertion. The tavr procedure was successfully performed with a 23mm 9755rsl transcatheter valve. Through additional information received it was learned that the patient's 29mm 7300tfx pericardial valve in the tricuspid position had exhibited mild stenosis after an implant duration of seven (7) years, seven (7) months. No intervention has been indicated. The patient is a 67-year-old female with history of chf, htn, and hld. S/p avr, mvr and tvr, mild tv prosthetic stenosis, normal mv prosthesis function persistent afib, with rvr nonischemic cardiomyopathy, and large left atrial thrombus.

Manufacturer narrative:
Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Updated sections: h4, and h6 (type of investigation, investigation finding, and investigation conclusion).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. Corrected: h6.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Halt is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. Based on the information available, the most likely cause is patient factors.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of seven (7) years, seven (7) months due to halt with aortic stenosis. The patient initially presented with dyspnea on minimal exertion. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b2, b4, b5, g3, g6, h2, h6.